Manufacturer narrative:
Date sent to FDA: 01/14/2020. Additional information: a1,a2,b7,d1,d2,d3,d4,g1,g2,h4. In addition, a review of the manufacturing records was performed and indicates that there were no quality concerns associated with the manufacturing process.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair procedure on (B)(6) 2012 and mesh was implanted. It was reported the patient experienced an undisclosed adverse event. The patient had a previous mesh implanted on (B)(6) 2011 which is captured in separate files. No additional information was provided.